Manufacturer narrative:
Available information indicates that the battery damage was due to a malfunction of battery. The battery was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery was damaged. There was no patient involvement.